Event description:
--

Event description:
Boston scientific received information that this device displayed a fault code#1003. The patient was presented back to the electrophysiology (ep) laboratory and the device was successfully explanted and replaced. The device was received at boston scientific's return product department.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Review of the device memory confirmed that fault code 1003 was recorded on (B)(6), 2013. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level at explant (2.741 volts) was sufficient to ensure therapy availability/delivery while the device was implanted. This was associated with a battery status indicator of beginning-of-life (bol). The device was put through and failed a portion of diagnostic testing (rv pace-sense) because of 'battery expired' status (2.227 volts) which occurred three days prior to the test. The device case was then opened to facilitate analysis of the internal components. The battery cell was separated from the other device electronics. The cell was isolated from the circuit and removed. A 3.1 volt power supply was substituted for the depleted cell and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.

Manufacturer narrative:
The device is currently undergoing laboratory testing to determine root cause.